Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the root cause for the reported heart block. Unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient had a pre-existing bundle branch block (bbb) and the possibility of a permanent pacemaker implant was discussed. The device was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). Post-implant the patient experienced bouts of 2nd degree heart block and temporary pacing remained. On (B)(6) 2024 a permanent pacemaker was implanted. The patient status was stable.